Event description:
A surgeon reports observing a white substance posterior to the intraocular lens (iol) following insertion. He tried to clean the lens off and decided to leave the iol implanted. Some time following the initial surgery, the surgeon felt the subtance was affecting the patient's visual acuity. The white substance was still present when the lens was removed. Another lens was implanted and the patient is doing better. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.